Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the device alarmed unexpected restart alarm and signal too low alarm. Customer's blood glucose was 69 mg/dl. Device started vibrating, beeping, counting down, then turned off. After troubleshooting, display did not return. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The pump was received with a blank display due to corrosion found on the electronics. Unable to perform the idle current, run current, self test, off no power, unexpected restart, basic occlusion, occlusion, prime, excessive no delivery, displacement test or verify the external ram crc, unexpected restart, low battery, off no power, missing segments display, black screen, display anomaly, or reboot anomaly due to the blank display. No audio beep anomaly or vibration anomaly was noted. The pump had minor scratches on the display window and a cracked reservoir tube lip. No damage on the belt clip slot was noted.